Manufacturer narrative:
Product analysis : analysis confirmed the original complaint of error code displayed during startup. There was traces of liquid near the power supply, power supply still working. The stylus tip position on touch screen needed calibration. The hasp latch on left, display side was broken. Power cable was in poor condition. Small cracks in bezel display, but considered acceptable. Micro processor unit (mpu) board was replaced. Power supply was replaced with a salvage part, as preventive measure. Connector touch screen was cleaned and reseated. Touchscreen was calibrated. Hasp latch was replaced with salvaged part. Power cable replaced with salvaged part. Device was cleaned. Passed electrical safety test and all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code during startup. The status of the programmer was not known. There was no patient involvement. It was further reported that the programmer tested out of specification during manufacturer's analysis.